Event description:
Additional information received indicated that a new surgery had to be performed with ablation of the cementless implant. There was a surgical delay. Affected side was the right side.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided. H10 additional narrative: added: b5, d4, g4, h6 (impact code). UDI (B)(4). Corrected: d1, d2a, d2b, d3, d6a, g1.

Event description:
Revision of a cementless device for a patient operated on (B)(6) for persistent pain. Doi: (B)(6) 2021. Dor: (B)(6) 2021. Unknown side.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.